Event description:
During the insertion of an implanted port by dr, the dr could not remove the guide wire from the pt's right subclavian vein. He observed the wire to be "stripped" or unraveled and coiled in the right subclavian vein. This was a guide wire from the implanted port. Thoracic-cardiovascular surgeon was called in as a consultant. The wire was left in the right subclavian vein. It was looped and sutured in place.